Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. The incident did not cause the customer's blood glucose levels to exceed 500 mg/dl; there was no adverse impact reported. The customer reverted to manual injections for insulin therapy.